Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, the cartridges did not "snap in" as normal. Customer was ultimately able to load a new cartridge successfully.